Event description:
A pt had the spike of their uv transfer set separate from the port of a dianeal low calcium 1.5% 6000 ml solution bag during fill of midday exchange after being connected with a clean flash machine. The transfer set had been in place for an unknown period of time and, per affiliate, the connection was secure at therapy set up. The pt then went to the hosp for an exchange of the pd transfer set. The following day, the pt's effluent was clear at the time of night time and morning drain. At 14:00, cloudy effluent and stomachache appeared at the time of bag exchange. In 17:00, the pt went to the hosp. Their body temperature was 37.7 degrees c and peritoneal wbc count in effluent drained (peritoneal wbc) was 4300/mm3. The pt was admitted to the hosp for capd peritonitis. Tobramycin (2 days) and cefotiam hydrochloride (12 days) were administered. Eight days after event, the cloudy effluent dissappeared. On an unknown date, the outcome of the event was recovered.